Event description:
When the stapler was used to staple pancreas off, there was an apparent misfire. Staples did not eject, pt lacerated and resulted in a 600cc ebl and added approx 1 hr to the case. The stapler is the type that needs to be fired twice to discharge the staple. The first time the stapler is used to set the tissue and the second time is used to discharge the staple. A resident was the one who fired the staples. It is unknown if the resident fired the stapler once or twice. A co rep and a rep from the hosp examined the stapler. The cartridge was not with the stapler. The stapler looked good and was placed back into use. The hosp has not had a similar complaint and the stapler is working correctly. The cartridge and anvil were discarded. Package insert contraindicates use of the stapler on "liver, spleen and similar tissue as compressing these tissues would be destructive." "Similar tissue" would include pancreas. "To fire the staples, squeeze the handle completely a second time." Co believes these instructions were not followed. (Label)